Event description:
It was reported the patient developed psychosis. It was stated the intrathecal administrations of lioresal was discontinued at an unknown date. The pump was used to deliver lioresal. Patient outcome was not provided.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).